Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). There was no damage to the catheter or solitaire pushwire. The tip of the solitaire sheath was secured into the hib of the microcatheter.

Event description:
Medtronic received a report that there was resistance between a solitaire fr and rebar in the middle section. The surgeon performed a thrombectomy and during delivery, found that the stent could not be pushed smoothly in the rebar microcatheter. After replacing the stent, it could be pushed smoothly. The surgeon filed a product complaint. The vessel was not tortuous. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of ischemic stroke in the brain. Patient condition: mrs baseline: 3, mrs procedure: 1, nihss baseline: 13, nihss post procedure: 3, tici baseline: 0, tici post procedure: 3. IV tpa was not contraindicated. There were 0 passes with the device. Patient's vessel tortuosity was normal. Stroke onset to reperfusion time was 6 hours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-85519), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the solitaire fr 6-30 stent device was returned for analysis in a sealed biohazard bag and a shipping box. However, the reported rebar catheter was not returned with the solitaire stent device. Additionally, the size of the rebar catheter was not reported. Therefore, any contributing factors from the catheter, including its compatibility with the solitaire stent device, cannot be determined. Damaged location details: the solitaire fr 6-30 stent¿s working length struts were in good condition, while the non-working length struts were kinked at the teardrop strut. No irregularities were noted outside the proximal marker. The marker coil was in good condition. No kinks or bends were observed on the pusher wire. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was confirmed, as the non-working length struts were kinked on the teardrop struts on the returned solitaire fr 6-30 stent device. The damage likely occurred when the customer attempted to deliver the solitaire fr 6-30 stent device through the reported rebar catheter against resistance. However, the root cause of the resistance could not be determined. Possible causes include vessel tortuosity, an incompatible or damaged catheter, failure to maintain the correct flush rate, a loose rhv during delivery, or a lack of continuous saline flush during the delivery process. In this event, the customer stated that the vessel tortuosity was normal, and a continuous saline flush was administered and maintained, ruling out vessel tortuosity and a lack of continuous saline flush during the delivery process as potential causes. Therefore, an incompatible or damaged catheter, failure to maintain the correct flush rate, or a loose rhv during delivery could have contributed to the resistance complaint. Since the reported rebar catheter was not returned, and the size was not reported, any contribution of the catheter to the resistance complaint could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.